Event description:
It was reported that the helix mechanism of the lead was tested prior to implant and it was found to be okay, but there was no helix functionality after positioning it in the heart. A straight stylet was used to make it work outside the patient. Inside the patient again, the helix did not extend. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, there was blood in/on helix/lobe mechanism (sleeve head), there was blood in/on helix/lobe mechanism, there was a tip seal observation, the stylet was stuck in lead-distal coil, and damaged at implant. The analyst also noted that the helix extends and retracts within product specification. The stylet could not be removed from the lead due to dried blood.

Event description:
Asku